Event description:
A nurse called to request assistance adjusting the basal rates in customer's device. Nurse reported that the customer was hospitalized for dka. The nurse stated taht the customer woke up in the morning with high blood glucose. The customer decline further troubleshooting. The customer also stated that since the infusion set was changed, their sugar level had been stable using the pump. In addition, customer was not treated with insulin drip and remained on their pump while in the hospital.